Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, bleeding of less than 200cc occurred frequently. The issue was resolved by astriction. There was no patient injury.